Manufacturer narrative:
Concomitant medications at the time of mi included amlodipine, aspirin, beta blocking agents, calcium channel blockers, plavix, hmg coa reductase inhibitors, metoprolol tartarate, and pravastatin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
There have been no changes made in this file since the initial MDR report. Addendum: additional information received regarding previous pci from the site indicated that the patient had a previous pci in the mid lad approximately three years before the index procedure. It was reported that a 3x13 mm cypher stent was placed in the mid lad. It was also reported that this stent in the mid lad was not restenosed at the time of index procedure since the proximal rca was treated at the time of index and the previous stent was in the mid lad. The previous mid lad stent was also noted to be patent at the time of index procedure. Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction during the index procedure. The patient had a previous pci in the mid lad approximately three years before the index procedure. It was reported that a 3x13 mm cypher stent was placed in the mid lad. At the time of index procedure, angiography revealed 95% stenosis in the proximal right coronary artery. The indication for the procedure was positive functional study for ischemia. The lesion was described as 22 mm in length, moderately calcified, class c, and de novo. The reference vessel was moderately tortuous and 3.3 mm in diameter. As planned, the lesion was pre-dilated with three 2.5 x 20 mm balloons at 20 atm and a 3 x 23 mm cypher rx was implanted at 18 atm. As a standard procedure, the stent was post-dilated with a 3.25 x 12 mm balloon at 22 atm. It was reported that the previously placed cypher in the mid lad was not restenosed. Moreover, the proximal rca was treated at the time of index and the previous stent was in the mid lad. The previous mid lad stent was also noted to be patent at the time of index. At screening, the patient's cardiac enzymes were in normal range, but the troponin I was 0.30 (0.02 unl) at 6-12 hours post index; and 0.35 at 16-24 hours post index procedure. ECG core lab reported no new st-t abnormalities and no new q waves, but the elevated troponin I was later diagnosed as a periprocedural mi based on the adjudication minutes. There were no post-procedure complications reported and the patient was discharged the following day. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15258701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. The patient had a previous pci in an unknown vessel approximately three years before the index procedure. It was unknown what stent was implanted. No additional information was received from the site after multiple requests. At the time of index procedure, angiography revealed 95% stenosis in the proximal right coronary artery. The indication for the procedure was positive functional study for ischemia. The lesion was described as 22 mm in length, moderately calcified, class c, and de novo. The reference vessel was moderately tortuous and 3.3 mm in diameter. As planned, the lesion was pre-dilated with three 2.5 x 20 mm balloons at 20 atm and a 3 x 23 mm cypher rx was implanted at 18 atm. As a standard procedure, the stent was post-dilated with a 3.25 x 12 mm balloon at 22 atm. At screening, the patient's cardiac enzymes were in normal range, but the troponin I was 0.30 (0.02 unl) at 6-12 hours post index; and 0.35 at 16-24 hours post index procedure. ECG core lab reported no new st-t abnormalities and no new q waves, but the elevated troponin I was later diagnosed as a periprocedural mi based on the adjudication minutes. There were no post-procedure complications reported and the patient was discharged the following day.